Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during analysis at the european distribution center (edc) it was noted that the mobile power unit (mpu) battery had leaked into the battery holder. The system worked as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu containing a leaked battery was confirmed, as the returned mpu (serial number (B)(6) was observed to have a leaked aa battery upon arrival at the european distribution center, which caused damage to the battery holder. The unit booted up as intended; however, functional testing was not performed due to the leaked battery. The mpu¿s batteries and battery holder were replaced with new components. Then, preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the observed damage was due to the battery leakage; however, the root cause of why the battery leaked was unable to be conclusively determined. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users not to damage the mpu¿s batteries and to not mix old and new battery types in the mpu, as either of these could lead to battery leakage and damage the patient and/or the mpu. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.